Event description:
The mammosite hdr treatment balloon that was placed in late 2008 would not allow the hdr source to pass through the catheter lumen the next day. The hdr radioactive source could not pass beyond the 2 cms point in the mammosite balloon catheter. After numerous attempts to clear the obstruction without success, we stopped. The patient was given the option of having a 4th mammosite balloon catheter placed, which she declined. The obstructed mammosite hdr balloon catheter was removed the same day. The mammosite hdr balloon catheter was placed by and at the office dr this caused a treatment delay for breast cancer.